Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunctionof the product. Should the device be returned and the analysis results indicate an anomaly a follow up reportwill be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverterdefibrillator, although there was no eri alert or allegation of premature battery depletion,the device was explanted prophylactically.